Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced due to infection. It was noted that this was a "salvage" procedure. No further patient complications were reported in relation to this event.

Manufacturer narrative:
The spectra cylinders were visually inspected and functionally tested. One cylinder performed within specifications. One cylinder a hole in the outer layer that was the result of tool damage. This cylinder was functional.